Event description:
This was a spontaneous report from a (B)(6) female consumer reporting on herself. The consumer reported applying one bengay moist heat therapy pad (no active ingredient) once for five hours on (B)(6)-2009 to relieve a muscle cramp. When she removed the product, it peeled her skin and left a "nickel-sized blister" on her leg. As treatment, the consumer applied neosporin ointment (polymyxin b sulfate, bacitracin zinc, neomycin) and covered the blister with a bandage. As of (B)(6)-2009, the outcome of the event was not resolved. This case is serious (medically significant).

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.